Event description:
It is alleged that "patient received a cook celect filter. Patient is alleging perforation of organ. Hospital and medical records have not been provided."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter name and address: customer (person) not provided, information provided by (B)(6). Reporter occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, h6 investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a cook celect inferior vena cava (ivc) filter on (B)(6)2011. The patient experienced multiple perforations of the ivc by the struts of their filter. The struts further perforate and abut other organs in patient's body.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: aorta perforation, anxiety, worry, limited physical ability, fear. The reported allegations have been further investigated based on the information provided to date. The additional information regarding aorta perforation does not change the previous investigation results for organ/vena cava perforation. Unknown if the reported anxiety, worry, limited physical ability, fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6)2011 due to trauma. Patient is alleging organ and vena cava perforation, and perforation abutting adjacent structures. Patient further alleges "I live with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. I am worried because my filter has perforated outside of my vena cava, abutting and perforating adjacent structures." "Fear of aggravating my current condition and causing potential future injuries related to the cook filter, I try not to engage in any activities that could cause me to exert myself." Per computed tomography report, "caval perforation: yes. 6'oclock 5.20 mm grade 3 extending to the l4 prevertebral soft tissues. 9 o'clock 7.90 mm grade 2. 5 o'clock 5.70 mm grade 3 extending to the periphery of the abdominal aorta. 6 o'clock 15.90 mm grade extending into the l3 vertebral body. 8 o'clock 8.70 mm grade 2. 10 o'clock 12.40 mm grade 4 extending into a loop of small bowel. 1 o'clock 10.80 mm grade 3 extending into the anterior periphery of the abdominal aorta."